Manufacturer narrative:
Evaluation summary: the instrument was received with the knife collar mispositioned. The instrument was manually tested for functionally and was found that it would not arm due to the condition of the knife collar. However, the stopcock was found in good condition.

Event description:
It was reported that during an unknown procedure, the stopcock got dislodged. There were no adverse consequences to the patient. One device returning.